Event description:
It was reported the pt's lead had migrated (B)(6). The physician elected to proceed with surgical intervention and repositioned the lead. Post-operatively, it was determined the pt is receiving coverage in the right leg; however, paresthesia is still not present in the back. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.